Manufacturer narrative:
(B)(4).

Event description:
It was reported that unknown error occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a unknown error is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown error occurred. Product was provided for investigation. An external visual inspection was performed and passed. A nordic bluetooth pairing test was performed and passed. Performance data was reviewed. An unknown error was confirmed due to the finding of signal loss over one hour within the investigation window. The probable cause of the signal loss could not be determined. No injury or medical intervention was reported.